Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 16-nov-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 16-nov-2022. [Additional information]: on 16-nov-2022, additional information was received. The information indicated that the microcatheter used was a trak microcatheter (stryker). The target vessel was not known. The information stated that the embovac catheter was not handled with force when it was removed from the packaging. The information also stated that there were particles after the complaint device was soaked in the heparinized water, this was the reason the physician suspected that the particles were from the coating of the embovac catheter. E.1: initial reporter phone: (B)(6). Updated sections: b.4, e.1, e.3, g.3, g.6, h.2, h.10, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: on 17-oct-2022, the healthcare professional reported that during the device preparation for a thrombectomy procedure to treat an acute ischemic stroke (ais), an embotrap (catalog and lot number unknown) and a 132cm embovac 71 aspiration catheter (ic71132ca / 30767689) were taken from the pouch and soaked in heparin water to prepare, small particles were observed floating in the heparin water. A guidewire, a microcatheter, and a y-connector were also prepped, but the physician did not know what the particles were. It was requested from the physician to examine the small particles. The physician requested that an investigation is performed to find out if there was a possibility that the coating of the embovac device was peeling off and the particles were attached to the ¿water supply sheet.¿ the embovac was not used in the patient ¿ there was no negative patient impact reported. On 18-oct-2022, the cerenovus sales representative provided additional information; the information indicated that the complaint device was replaced with another device and the procedure was completed. On 20-oct-2022, additional information was received. The information indicated that the customer found black particles and had requested an investigation to determine if the particles are part of the hydrophilic coating. ¿please investigate the particles on the water absorption mat.¿ on 16-nov-2022, additional information was received. The information indicated that the microcatheter used was a trak microcatheter (stryker). The target vessel was not known. The information stated that the embovac catheter was not handled with force when it was removed from the packaging. The information also stated that there were particles after the complaint device was soaked in the heparinized water, this was the reason the physician suspected that the particles were from the coating of the embovac catheter. Two (2) photos were included for review by the product analysis laboratory. The two (2) photos included in the complaint were reviewed by the product analysis lab team. [Photo review]: the photos captured the embovac coiled in the package. There are black particles that are observed in the device pouch. No other damages were noted. A review of manufacturing documentation associated with this lot (30767689) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. The reported issue documented in the complaint related to the particles were confirmed due to the observation made of the black particles in the photo; however, it cannot be determined if the particles are of a foreign substance or what the source of the particles are from. This investigation was made based only on the photos provided. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received contained in the decontamination pouch. In addition, one biohazard bag was also received containing two (2) water absorption mats and one sterile hoop. Visual inspection was performed on the two absorption mats; two brownish spots were found on one of them. No other particles were found on the hoop nor on the complaint embovac device. The presence of the hydrophilic coating was confirmed. The returned embovac catheter was inspected under microscopic inspection throughout its entire length. No damage was observed; there was no evidence of delamination. Additionally, the embovac catheter was flushed. No leaks were observed. The absorption mat samples with the brownish spots were submitted to fourier-transform infrared (ft-ir) spectroscopy to determine the composition of the brownish spots that were suspected to be small particles described in the complaint. The gel sample (absorption mat) analyzed exhibited a representative spectrum of hydrogel-based material. It could be seen that the unknown gel and water spectra shared the principal peaks and pattern, however, the water signals in gel masked other gellant agents in gel to elucidate the other components for a complete material identification. The source of the brownish spots remains unknown. The reported issue that the embovac catheter was peeling off was not confirmed as the returned complaint emmbovac catheter was confirmed to have no damage nor material breakage; the integrity of the catheter was also verified by confirming that there was no water leakage. Additionally, it cannot be determined whether the small particles came off from the microcatheter or its packaging. The composition and the source of the brownish spots cannot be obtained as they were dissolved by the water absorption mat; it also cannot be conclusively determined that these particles were preserved for the investigation. The instructions for use (IFU) contains the following precautions: carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a device that has been damaged in any way; replace with another large bore catheter. A damaged device may cause complications. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The two (2) photos included in the complaint were reviewed by the product analysis lab team. [Photo review]: the photos captured the embovac coiled in the package. There are black particles that are observed in the device pouch. No other damages were noted. A review of manufacturing documentation associated with this lot: (30767689) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. The reported issue documented in the complaint related to the particles were confirmed due to the observation made of the black particles in the photo; however, it cannot be determined if the particles are of a foreign substance or what the source of the particles are from. This investigation was made based only on the photos provide; if the product is received at a later date, an assessment will be performed as per the condition of the device. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2022, the healthcare professional reported that during the device preparation for a thrombectomy procedure to treat an acute ischemic stroke (ais), an embotrap (catalog and lot number unknown) and a 132cm embovac 71 aspiration catheter (ic71132ca / 30767689) were taken from the pouch and soaked in heparin water to prepare, small particles were observed floating in the heparin water. A guidewire, a microcatheter, and a y-connector were also prepped, but the physician did not know what the particles were. It was requested from the physician to examine the small particles. The physician requested that an investigation is performed to find out if there was a possibility that the coating of the embovac device was peeling off and the particles were attached to the ¿water supply sheet.¿ the embovac was not used in the patient, there was no negative patient impact reported. On 18-oct-2022, the cerenovus sales representative provided additional information; the information indicated that the complaint device was replaced with another device and the procedure was completed. On 20-oct-2022, additional information was received. The information indicated that the customer found black particles and had requested an investigation to determine if the particles are part of the hydrophilic coating. ¿please investigate the particles on the water absorption mat.¿